Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identified: sharp broken on anterior, two striated openings on anterior, and non-penetrating nicks on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - sharp broken on anterior assessed as unidentified (tear) opening. - two striated openings on anterior assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture.

Event description:
Patient reported right side rupture. Device remains implanted.